Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd¿s father called in to report pwd infusion set fell out last night while sleeping. Pwd father reports pwd noticed infusion set was not attached this morning upon waking. Pwd father denies any alarms, rise in blood glucose, damage to infusion set or issues at the infusion site. Pwd father reports they use skin tac to prep the skin. Pwd father also reports pwd is awaiting a pump clip. Pwd has been placing pump next to him while sleeping rather than clipped onto pants. Discussed potential of sleeping position to have pulled out tubing. Pwd father retained the infusion set for return. The infusion set was leaking. There was patient involvement and no patient injury.